Event description:
It was reported by the customer that the veritas advanced infusion pack was not priming . There was no patient involvement. Product was returned for investigation and investigation results confirmed a weld gap protrusion. No further information provided.

Manufacturer narrative:
Note: this MDR report is being submitted due to a retrospective review of complaints associated with a remedial action (recall ID number: 92539). A2, a3, a4, a5: unknown/ not provided. D6a/d6b - not applicable, as this is not an implantable device. H9: johnson & johnson surgical vision (jjsv) has initiated a field action related to the veritas¿ advanced infusion packs (vrt-ai) and veritas¿ advanced fluidics packs (vrt-af) due to the potential for the weld protrusion to be larger than the design specification which could lead to failure during the priming cycle and/or suboptimal vacuum delivered to the phacoemulsification and irrigation/aspiration handpieces during the surgical case. This could result in a delay in surgery and/or longer surgical time, which may result in post-operative ocular sequalae, such as transient corneal edema. Device evaluation: product was returned and evaluated. A visual inspection of the returned product reveals a weld gap protrusion. The observed weld gap is a known issue that can contribute to the reported priming issue. The reported event is confirmed. Based on investigation results a product malfunction and product deficiency was confirmed. A nonconformance was initiated to address the weld gap protrusion findings. Manufacturing record review: a review of the records related to the device was performed. The records showed the device and its components met all specifications prior to being released. Conclusion: as a result of the investigation there is indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.